Manufacturer narrative:
D6a - if implanted, give date:(B)(6) 2024 corrected to (B)(6) 2022 claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4),

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity. Due to lens opacity, the lens was explanted. The problem was resolved. The cause of the event was reported as unknown.